Event description:
It was reported that during an unknown procedure while using the device there was a leakage in the middle of the stapling line. There were no patient consequences or change to the post-operative care of the patient.

Manufacturer narrative:
(B)(4). Event date: unknown, captured as awareness date. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-shaped, irregular, etc)? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.